Event description:
On (B)(6) 2021, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meters was reading inaccurately high compared to another device continuous glucose monitor (cgm). This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter stated that the alleged inaccuracy issue began on (B)(6) 2021. The reporter claimed that the patient obtained blood glucose readings of ¿334 mg/dl¿ with the subject meter compared to ¿156 mg/dl¿ on the cgm. The patient manages his diabetes with self-adjusted insulin, humalog (fast acting) and lantus (long lasting). The reporter stated that the patient administered an unspecified dose of humalog insulin in response to the alleged elevated reading, after previously taken his usual dose of lantus. The reporter advised that ¿3 hours¿ after taking insulin the patient developed symptoms at 11:45am on (B)(6) 2021, of feeling ¿sweaty, clampy and hard to walk¿ and associated it to ¿to low blood sugar¿. The reporter stated that at 11:50am on (B)(6) 2021, the reporter tested his blood glucose on the ultra 2 meter and obtained a result of 249mg/dl. The reported stated that she gave the patient some ¿juice¿ and he began to feel better. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly at the time of testing and the reporter did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after administering insulin based on the alleged inaccurately high blood glucose readings obtained on the subject device.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed performance testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated; however, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.